Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary testing confirmed the reported no output and no telemetry. However, interrogation of the device after the can was cut open revealed that the device had performed a pir (power interrupt reset), and the output returned. Analysis of the crystal was then performed, with no anomalies found. Because the reported condition disappeared during analysis, the exact cause of the no output and no telemetry could not be determined.